Manufacturer narrative:
Concomitant medical product: d334trg crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation coil impedance and noise and the superior vena cava (svc) defibrillation coil was thought to have fractured. The patient also received inappropriate high voltage therapy. The lead was reprogrammed. During a system replacement, the lead broke. The patient also suffered a ruptured svc with lack of blood pressure or pulse which required bypass and opening of the chest with placement of grafts and a conduit to repair the rupture. The patient also experienced ventricular fibrillation (vf) and a pleural effusion. The lead was ultimately cut, capped and replaced. It was also reported that the right atrial (ra) lead broke during extraction. The lead was completely removed and replaced. The patient was admitted to the intensive care unit (ICU) in an unconscious state with the chest still open. No further patient complications have been reported as a result of this event.